Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Subsequently, it was reported that a minimum fill occurred after the cartridge was filled with 100 units of insulin. Customer¿s blood glucose level was 274 mg/dl. Reportedly, the customer added additional insulin to the existing cartridge to resolve the issue.